Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message while wearing the adc freestyle libre sensor. Customer further reported feeling faint on -(B)(6) 2019 and was seen at a hospital where a reading of 459 mg/dl was obtained on a hospital meter. Customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release.  Clinical data was reviewed for the freestyle libre sensor, and confirmed that the freestyle libre sensor, continue to be safe, effective, and perform as intended in the field.    A tripped trend review was performed for the reported complaint and libre sensors, the investigation showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a sensor error message while wearing the adc freestyle libre sensor. Customer further reported feeling faint on (B)(6) 2019 and was seen at a hospital where a reading of 459 mg/dl was obtained on a hospital meter. Customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.